Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("lumbar pain") and allergy to metals ("retarded hypersensitivity to nickel") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), sciatica ("sciatic"), myalgia ("muscular pain"), fibromyalgia ("fibromyalgia"), tendonitis ("tendonitis") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, allergy to metals, arthralgia, sciatica, myalgia, fibromyalgia, tendonitis and asthenia outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, back pain, fibromyalgia, myalgia, sciatica and tendonitis to be related to essure. The reporter commented: date of incident was reported as same as date of essure removal. The defective sample was not kept by the department. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: retarded hypersensitivity to nickel. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("lumbar pain") and allergy to metals ("retarded hypersensitivity to nickel") in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), sciatic nerve neuropathy ("sciatic"), myalgia ("muscular pain"), fibromyalgia ("fibromyalgia"), tendonitis ("tendonitis") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, allergy to metals, arthralgia, sciatic nerve neuropathy, myalgia, fibromyalgia, tendonitis and asthenia outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, back pain, fibromyalgia, myalgia, sciatic nerve neuropathy and tendonitis to be related to essure. The reporter commented: date of incident was reported as same as date of essure removal. The defective sample was not kept by the department. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date: retarded hypersensitivity to nickel. Most recent follow-up information incorporated above includes: on 31-jan-2019: this case was found to be a duplicate of already existing case: (B)(4) and therefore it will be deleted from bayer database. All information regarding this report will be added into remaining case: (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.